Event description:
Adverse event(s): "limbal relaxing incisions to reduce astigmatism" (eye injury). Product problem(s): "arm broke from lens" (break [iol (intraocular lens) implant]); "use of unapproved viscoelastic" (use of device issue). A nurse reported that during intraocular lens (iol) implant surgery, the haptics were noted to be broken on two iols following insertion. The iols were removed and replaced. Following removal of the second iol, limbal relaxing incisions were performed to reduce astigmatism. The surgeon indicated the use of an unapproved viscoelastic. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset area. The other haptic was bent-gusset and distal area and was nicked/chipped on the distal edge, and the distal tip was adhered to the anterior surface of the optic. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The surgeon indicated the use of an unapproved viscoelastic. Additional info was requested on 05/03/2010, 05/06/2010, and 05/19/2010 by phone, fax, and mail. A completed questionnaire was received on 05/21/2010. (B) (4). (B) (4). (B) (4).